Event description:
The customer stated that she was hospitalized for high blood glucose. No blood glucose reading was reported for the event. The customer stated she changed the infusion set the day prior to being hospitalized. The customer also stated she had bronchitis and was taking a new medication that her dr prescribed. The customer stated that the blood glucose levels were not coming down when she was bolusing but they were coming down with manual injections. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.